Event description:
After breast implant surgery (silicone textured), my breast never really healed. Since (B)(6) 2016, I've had burning pain in both breasts. Also, my health has been deteriorating every single day since they were installed. I've become allergic to most chemicals and extremely sensitive to any unnatural toxins and smells. There has been a burning in my tongue, itching in my nose, twitching in my eyes since the implants were installed. My eyesight has gotten dramatically worse than formerly 20/20, and only within a year. Finally, I had my implants removed on (B)(6) 2018 and am slowly feeling better and symptoms subsiding.